Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the reported failure was due to the external usb data cable which was connected to the device. The customer replaced the usb cable from their inventory and physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control advised the customer to not leave the usb cable connected during use. Physio further evaluated the removed usb data cable and determined that the 12 volt line was shorted out, which caused the device to power itself off.

Event description:
The customer reported that following a patient event, during the attempted data transmission, the device lost power. The customer stated that the device functioned on the patient normally and the patient was transferred to the local hospital for continued care. Following the event is when the reported device power failure occurred.